Event description:
It was reported that during a da vinci s radical tonsillectomy procedure, the surgeon noticed the 5mm cautery instrument was not energizing at the tips as intended. The site checked the electrical surgical unit (esu) setting and cables and decided to increase the level of cautery. The surgical staff then noticed that cautery was transferring to the tongue retractor and dissipating throughout the patient's mouth. Unintended tissue was 'charred'; however, no significant injury was reported and the patient did not require any additional treatment or procedure. The planned surgical procedure was completed using the same instrument, however, the site created an insulation barrier out of operating room materials to cover the instrument snake wrist and ensure cautery leakage did not recur. No additional patient injury was reported.

Manufacturer narrative:
Multiple attempts have been made, however, at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.